Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d5, g1 (contact person ¿ mfg site).

Event description:
N/a.

Event description:
It was reported that before use, the fiber optic connector was broken in the cardiosave intra-aortic balloon pump (iabp) . There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and replaced the broken fiber optic connector as well as the associated screw kit. After the repair, the fse complete a preventive maintenance (pm) with full calibration, functional testing and safety checks per factory specifications. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.